Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the user did not remember the blood glucose (bg) level during the alarm altitude. However, the customer reported a bg level of 457 mg/dl. During troubleshooting with tandem's technical support (cts), it was determined that the correction factor was incorrect. Cts assisted the user with correcting the correction factor as recommended by the user's healthcare provider. The user addressed bg level with a manual injection and changing out the site. Reportedly, the alarm was cleared at the time of the time of the report.